Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013, due to a fractured humeral tray. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Device was manufactured prior to a design change to increase taper radius and reduce fatigue fractures. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "excessive activity, trauma and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear".